Manufacturer narrative:
Findings: pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No moisture damage found on the electronics, motor, battery tube and vibrator noted. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown mg/dl. The customer stated that the device was exposed to fluid. The customer is wearing the device while he was kayaking and the kayp flip over. The customer found out that the device is stuck on main screen and buttons are not responding. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated buttons were not responding. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.